Event description:
Pt undergoing removal of a vagal nerve stimulator implant that was placed in 2003. The surgeon was removing it due to an infection. He couldn't remove all of it since the lead was wrapped around carotid and vagal nerves. The device did not malfunction.

Event description:
Add'l info rec'd from MFR 7/31/03: cyberonics reported this event to the FDA on 06/20/2003 (reference 1644487-2003-00345). Further follow-up revealed that the infection was present at both the pulse generator pocket and the lead cervical incision sites. Swab cultures were performed in 2003 at the pulse generator pocket area and resulted in staph aureus. The pulse generator was explanted and the lead was cut, leaving the electrodes attached to the vagus nerve. The infection was treated with antibiotics. A re-implant is planned; however, it has not been scheduled. The physician indicated that the infection has been resolved. Additionally, it was reported that the pt had surgery on their left shoulder within three months of having the vns implant. The voluntary medwatch form (mw1028672) indicates that the lead was wrapped around carotid and vagal nerves. This is incorrect. Cyberonics obtained the operative notes from the explant. The operative notes do not state that the lead was wrapped around the carotid nerve. The surgeon stated "...it was so heavily infested with scar tissue there was no way to see any of the plane between the vagus and the carotid" due to this, the surgeon elected to cut the lead and leave the electrodes on the vagus nerve rather than risk damaging the vagal nerve or carotid artery. The expiration date on the initial MDR was incorrectly entered. The expiration date is 09/30/2004 and the device was implanted prior to this date. This correction was included in an MDR supplement submitted to the FDA on 07/22/2003. The manufacturing records were reviewed for both the pulse generator and the lead. Sterilization was confirmed. Cyberonics does not believe that the infection was attributable to the devices. Cyberonics believes that the infection was attributable to the implant surgery.